Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported sion blue was returned for evaluation. The outer coil of the returned sion blue was elongated for approximately 50mm from the mid solder (set at 20mm from the tip for the purpose of fixing the outer coil onto the core), exposing the underlying inner coil. The core composing wires (straight core wire and twist wire) were found twisted and wrenched off near the exposed inner coil. The ball tip was attached at the very distal end of the elongated coil; the elongated coil remained in one piece without fracture. The straight core wire and twist wire were found fractured at approximately 7mm from the tip. Although the straight core wire and twist wire were fractured and its outer coil was elongated, measurement of the returned guide wire confirmed that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presume that excess torsion generated with wire manipulation might have been locally accumulated while the distal segment of the subject sion blue was caught in the lesion, fracturing the straight core wire and twist wire. As further tension applied in an attempt to remove the guide wire, the coil wire was stretched. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was used in a percutaneous coronary intervention (pci) to treat a 75-90% stenotic lesion in the mid left anterior descending artery (lad). During the procedure, angiography revealed that the distal segment of the sion blue was stretched. An asahi sion guide wire was used instead to resume the procedure but could not be manipulated at the same location. There were no adverse patient effects associated with this event.